Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No sticky buttons or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the customer's insulin pump was exposed to moisture and now the buttons are sticking. Customer's blood glucose level at the time 201mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.